Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: due to damage on zoom (charged coupled device), zoom did not work smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had a chip and a crack, universal cord had coating peeling, switch #1 had a cut ,connecting tube had a wrinkle, plastic distal end cover had a dent, connecting tube had discoloration, control unit had discoloration, connecting tube, image guide protector and universal cord all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective zoom. During the evaluation the following reportable malfunction was found, nozzle was observed with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause of the foreign material remaining in the subject device was unable to be specified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.